Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the unit functioned normally when implanted. During a subsequent lead repositioning, the pulse generator exhibited a loss of sensing.